Manufacturer narrative:
A comprehensive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA: 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific's established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. The returned driver was visually analyzed and revealed that a fragment of the driver tip was sheared off and lodged into the spacer implant. The damage to the driver tip is most likely due to subjecting the device to excessive force. A product labeling review identified that the device was used per the instructions for use IFU. Additionally, it states avoid application of excessive stress on instrumentation and do not use an instrument that is visibly damaged.

Event description:
It was reported that during a superion indirect decompression system implant procedure, both driver tips broke and became stuck in the implant during deployment. One of the driver tips was successfully removed by the implanting physician; however, the second driver tip could not be retrieved, and the entire implant had to be removed. In the process of removal, the lumber four superior spinous process was broken off.

Manufacturer narrative:
The returned driver was visually analyzed and revealed that a fragment of the driver tip was sheared off and lodged into the spacer implant. The damage to the driver tip is most likely due to subjecting the device to excessive force. A product labeling review identified that the device was used per the instructions for use IFU. Additionally, it states avoid application of excessive stress on instrumentation and do not use an instrument that is visibly damaged.

Event description:
It was reported that during a superion indirect decompression system implant procedure, both driver tips broke and became stuck in the implant during deployment. One of the driver tips was successfully removed by the implanting physician; however, the second driver tip could not be retrieved, and the entire implant had to be removed. In the process of removal, the lumber four superior spinous process was broken off.

Manufacturer narrative:
A comprehensive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientifics established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. The returned driver was visually analyzed and revealed that a fragment of the driver tip was sheared off and lodged into the spacer implant. The damage to the driver tip is most likely due to subjecting the device to excessive force. Product analysis confirmed that the most probable cause of the complaint is unintended use error caused or contributed to event. A product labeling review identified that the device was used per the instructions for use IFU. Additionally, it states avoid application of excessive stress on instrumentation and do not use an instrument that is visibly damaged. It also states to carefully inspect all instruments prior to and after use. If an instrument appears damaged after use, confirm no broken fragments are retained in the patient. Spinous process fracture is also a known risk associated with use of lumbar spine implants and associated instruments.

Event description:
It was reported that during a superion indirect decompression system implant procedure, both driver tips broke and became stuck in the implant during deployment. One of the driver tips was successfully removed by the implanting physician; however, the second driver tip could not be retrieved, and the entire implant had to be removed. In the process of removal, the lumber four superior spinous process was broken off.